Manufacturer narrative:
Item number originally reported was not marketed in the u.s.; therefore, med watch submissions is not required. Device not marketed in u.s.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that on (B)(6) 2006 the patient under went a implant surgery on the left side of the hip. The patient had a fracture on (B)(6) 2016 and under went a surgery on (B)(6) 2016 to correct the fracture. Components in use listed as concomitant devices are: nc088t / metha neck 12/14 135°/0°. Nc082t / metha short hip stem cap size. Nh052t / plasacup sc size 52 mm. Nh103 / sc/msc ceramics insert 32 mm 52/54 sym. Nk561 / biolox prosthesis head 12/14 32 mm m. Na782t / plasmacup fixation screw 6.5x32 mm.